Event description:
Dealer stated that there is a broken weld on the arm assembly of a tdxsp power chair.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-01241 indicting that the device was evaluated by the manufacturer. The correct response is no. The product has not yet been returned to the manufacture for evaluation.

Event description:
Dealer alleges the arm weld broke on special parts.

Manufacturer narrative:
(B)(4) - follow up #002. Initial (B)(4) issued MFR. Report # 3004493922-2013-01241. This report is for a tdxsp power chair not a roze patient lift.